Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with an atrial lead that became dislodged. Dislodgement was confirmed via x ray on (B)(6) 2023. No changes or intervention was reported. The patient condition was unknown.

Event description:
Additional information received indicated the patient initially presented in clinic for follow up where it was discovered the atrial lead exhibited a loss of capture. The patient was in stable condition.

Event description:
Additional information received indicated the lead was explanted and replaced. The patient was in stable condition.